Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site but was not able to replicate the issue. The isi fse replaced the usm as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a gastric bypass (roux-en-y) da vinci-assisted surgical procedure, the patient side cart (psc) universal surgical manipulator 3 (usm) had an issue with loading the stapler instrument. The stapler would activate on other usms. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and confirmed multiple 22020 errors on usm 3 when trying to initialize the stapler. The customer was proceeding with the case as planned, using the stapler in usm 4. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the error through logs but could not reproduce. The unit was tested on an in-house system in normal mode with no related errors. The unit was also tested on a psc fixture test platform (pftp) with no related errors.